Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was incorrect. Customer's blood glucose was 133 mg/dl. Reportedly the customer delivered a bolus and the issue resolved.